Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. During the procedure the valve was partially re-sheathed twice. Upon re-sheathing for the third time, the valve capsule did not fully close, and it was noted under angiography that the proximal part of the valve capsule was crumpled. The re-sheath wheel reached the end of travel and the gap was able to be closed. The valve and delivery system were removed from the patient and replaced with a new 29mm navitor transcatheter aortic valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor transcatheter aortic valve was selected for implant using a large flexnav delivery system. During the procedure the valve was partially re-sheathed twice. Upon re-sheathing for the third time, the valve capsule did not fully close, and it was noted under angiography that the proximal part of the valve capsule was crumpled. The re-sheath wheel reached the end of travel and the gap was able to be closed. The valve and delivery system were removed from the patient and replaced with a new 29mm navitor transcatheter aortic valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.